Event description:
A customer in (B)(6) reported a mis-identification associated with chromid(tm) (B)(6) smart plate. The main sample reading time was 48h with reports of green colonies. There was no report of impact to the patient or patient treatment, but there was a delay in reporting results.

Manufacturer narrative:
An internal investigation was conducted due to the detection of (B)(6) results for the chromid® mrsa agar batch 1004421190. Results of the internal investigation are as follows: complaint history review - no other complaints have been registered against this batch number. Batch record review - the batch number 1004421190 was manufactured on 04nov2015 and filled on line 2 between the hours of 1020 and 1515. A total of (B)(4) kits have been released with an expiration date 20jan2016. No discrepancies have been detected during the manufacture of this batch that could explained the issue observed by the customer. For the batch release, the growth of all the strains was checked in accordance with the product specifications as indicated in the quality certificate. Testing: unable to perform testing on retained sample for batch 1004421190 due to expiration of the batch two (2) days after receiving the complaint. Requested submittal of the customer's strain to conduct testing with other batches of this medium, one (1) batch within shelf life (1004573250, expiry 29mar2016) and another at expiry date (1004503080, expiry 23feb2016). One (1) strain was received from the customer identified as (B)(4). Testing protocol- identification of the strain. Inoculation on the retained samples corresponding to the two (2) batches as references, with the quality control (qc) strains, following the qc method as used for the batch release of the chromid® mrsa agar. Inoculation of the two (2) batches with the customer's strain following the qc method (sop 015737_ rev 01.b). Testing results- identification of the strains: (B)(4)- (B)(6) strain is confirmed. Bacteriological activity with the quality control strains: the results are in accordance with the specification of the quality control for the two (2) reference batches inoculated. Bacteriological activity with the customer strain- read at 18-24 hours: growth for the strain (B)(4) with white colonies on the batch at expiry date; no growth for the strain (B)(4) on the batch within shelf life. Read at 48 hours: growth for the strain (B)(4) with green colonies on the batch at expiry date; growth for the strain (B)(4) with colonies on the, 3331batch within shelf life. The results of this investigation revealed that with the customer strain, no growth of characteristic colonies is observed after 24 hours of incubation. Observation of a growth of white and green colonies after 48 hours of incubation; however, as indicated in the package insert, certain strains of s. Aureus, which do not have the (B)(6) gene (this indication is in the complaint, the customer indicated that the strain is negative for the plp2a protein) may develop typical colonies on this type of medium after 24 or 48 hours of incubation. The characteristic colonies after 48 hours of incubation have to be confirmed using biochemical or immunological tests. Tested product performing within specifications. Customer's issue was not confirmed.